Manufacturer narrative:
During the site visit, the field service representative inspected the instrument and replaced multiple parts, including the ict probe, list number 09d63-04, which resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The service ticket history review for alinity c processing module, serial number (B)(4) , identified one additional ticket similar to the current complaint. A 12-month review did not identify any trends or systemic issue for the ict probe, list number 09d63-04. The most recent product monitoring review for clinical chemistry systems found no systemic issue or trends for the issue associated with this ticket. A search for non-conformances was performed and there were no records identified for the ict probe. The alinity ci-series operations manual provides adequate information regarding the troubleshooting of erratic/discrepant ict results, and the removal, replacement and verification of the ict probe. Based on the investigation no systemic issue or deficiency was identified for either the alinity c processing module, serial number (B)(4) or the ict probe, list number 09d63-04.

Manufacturer narrative:
Complete information for patient identifier: multiple = sid (B)(6), sid( B)(6), sid (B)(6), sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer.

Event description:
The customer reported falsely elevated sodium (na) results on 4 patients generated on the alinity c analyzer. The results provided were: sid (B)(6) initial =161mmol/l (normal range 135-150mmol/l) / retested on a different alinity c analyzer = 140; sid (B)(6) = 166 / 138; sid (B)(6) = 164 / 141; and sid (B)(6) = 161 / 141mmol/l. There was no reported impact to patient management.